Event description:
It was reported the patient's controller displayed the " cannot connect to the generator, the generator is not responding" message. Troubleshooting steps were taken and found all the programs had been deleted. In turn, the programs were added and the device is providing therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.